Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not properly attach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when priming pen needles. Stated, some of the pen needles are hard to screw on prior to injection. Stated both issues have occurred with at least with two boxes but he only has one lot to provide. The second box was discarded.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not properly attach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when priming pen needles. Stated, some of the pen needles are hard to screw on prior to injection. Stated both issues have occurred with at least with two boxes but he only has one lot to provide. The second box was discarded.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.